Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed lead dislodgement. The lead was capped and replaced. The patient's condition was good post procedure.